Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fibers and black foreign matter were in the packaging and syringe barrels of the bd plastipak¿ syringes. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that fibers and black foreign matter were in the packaging and syringe barrels of the bd plastipak¿ syringes. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sealed sample from lot number 1801213 was received for evaluation by our quality engineer. Upon visual inspection of the sample, one particle was observed outside of the syringe, within the blister packaging. Foreign matter was not observed within the syringe. Through magnified inspection, the particle was identified as polypropylene material. This particle comes from the molding and transport processes of the syringes. The particle was measured at 0.9 millimeters. According to the acceptable quality limits, polypropylene particles outside of the syringe have a limit of 1%, meaning no more than five occurrences are allowed within a given lot. As this is the first confirmed occurrence for the provided lot number, the acceptance criteria is met. A device history record review did not reveal any anomalies during the production of lot number 1801213 that could have contributed to this defect. Equipment within the manufacturing line is regularly cleaned according to procedure. Final products are sampled from the manufacturing line and are subjected to visual and functional inspections to monitor for possible defects. Investigation conclusion: this particle come from material and transport processes of syringes. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.